Manufacturer narrative:
Correction: b3 - should have been (B)(6), 2020 rather than (B)(6) 2021.

Event description:
Manufacturer reference number: 2017865-2021-35539. Manufacturer reference number: 2017865-2021-35715. It was reported that the patient developed an infection. The pacemaker and leads were explanted and replaced. There were no patient consequences.